Event description:
It was reported that this unknown atrial lead exhibited intermittent undersensing and low amplitude. It is unknown if this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.